Event description:
In 2006 the customer reported that after start up and once pulsing, system jumps back to start up.

Manufacturer narrative:
During the service call, the customer reported to the lumenis customer engineer ce that the quantum sr560 head had fired off in the air by itself. This has occurred twice. No injuries were reported. The customer reported that at the time of the first incident, the sr560 (ipl) treatment head was pointing down. The patient was wearing ipl eye patches. There were no injuries to either the patient or the device operator. The customer reported that at the time of the second incident, the same sr560 treatment head was oriented toward the wall (at the patient's legs). Both the patient and operator were wearing ipl protective eyewear and there were no injuries to either the patient or the device operator. The lumenis ce evaluated the device and confirmed that the sr560 head fires shots without trigger depressed. Per the ce, the sr560 treatment head also was not chilling. Root cause of the incident per the ce was a malfunction of the sr560 treatment head. Per the ce, no problems were found with the quantum system. The ce recommended replacement of the sr560 head. Per the customer, they have not had any problems since they installed the replacement sr560 treatment head. The suspect treatment head was returned to the lumenis service depot and is expected to be forwarded to the manufacturing facility for evaluation. A follow-up MDR report will be filed if additional device evaluation findings are obtained.